Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the cgm had not provided any readings for 30 minutes and once it started working again, it displayed a value of 57 mg/dl. The patient self-treated with cereal and milk, the value increased to 120 mg/dl. However, within 30 minutes, the cgm displayed 57 mg/dl again. The patient had another half cup of cereal then lost his balance and became incoherent and thirsty. He called an ambulance and his bg per the paramedics was 438 mg/dl. The patient was transported to the hospital and upon admission to the emergency department (ed), his bg was 472 mg/dl. The patient was admitted, treated with insulin, and released after four days. At the time of report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.